Manufacturer narrative:
Analysis results were not available at this time. An additional report will be sent once analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp). It was reported that the need to remove the ins from the patient was due to a dead battery. This was first noticed on (B)(6) 2019.

Manufacturer narrative:
Analysis of the ins (B)(4) found no significant anomalies. The ins was subjected to a series of standard tests including visual inspection, output and telemetry testing, and functional testing. It was observed that there was no output or telemetry on the ins and it was determined there was normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that there was a ¿defective¿ ins that needed to be shipped back; however, the hcp did not know why the ins was removed from the patient. No further complications were reported/anticipated.